Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the fiberoptix sensor (fos) wire had broken and punctured the balloon membrane. Additional information received on 02/15/2013 stated that while in the cath lab the intra-aortic balloon (iab) was inserted through a sheath into the patient's right femoral artery. The patient's vessels were not too tortuous. When the intra-aortic balloon pump (iabp) therapy started the pump alarmed for a leakage. The iab was removed with the sheath and spring wire guide (swg) as one unit. Using the same insertion site the md inserted another iab. There was a 30 minute delay in iabp therapy until the new iab was inserted successfully. There were no reported patient complications nor injury to the patient. No medical/surgical intervention required. The patient survived. Reference MDR #1219856-2013-00052 for the related iabp report.

Manufacturer narrative:
Manufacturer control no (B)(4). Device evaluation: the iab was not returned. A comprehensive evaluation could not be conducted. A device history record review was conducted for the lot number/serial number with no relevant finding. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "the fiber optic wire has broken and punctured the balloon membrane" could not be confirmed. The iab was not returned for evaluation. The cause of this issue could not be determined.

Event description:
It was reported that the fiberoptix sensor (fos) wire had broken and punctured the balloon membrane. Additional information received on 15feb2013 stated that while in the cath lab the intra-aortic balloon (iab) was inserted through a sheath into the patient's right femoral artery. The patients' vessels were not too tortuous. When the intra- aortic balloon pump (iabp) therapy started the pump alarmed for a leakage. The iab was removed with the sheath and spring wire guide '4 (swg) as one unit using the same insertion site the md inserted another iab. There was a 30 minute delay in iabp therapy until the new iab was inserted successfully. There were no reported patient complications nor injury to the patient. No medical / surgical intervention required. The patient survived reference MDR #1219856-2013-00052 for the related iabp report.